Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the optics are very milky. The sterilization instructions in the IFU were followed. Replacement was available. The image is milky and blurry. It is no longer possible to see clearly through it. Foggy would also be a good way to describe it. The endoscope could not be used to continue the procedure, as nothing could be properly recognized. The moisture cannot be wiped off because the milky/foggy appearance is inside the endoscope. Hence there is a foggy image.